Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as boils. The patient's doctor prescribed an antibiotic cream. There is no alleged deficiency. Follow up was completed and the skin irritation was improving.